Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went in the jacuzzi with the pump. Subsequently, an unspecified malfunction occurred and the pump touchscreen became unreadable. Reportedly, the screen had black and white lines running across the screen. Customer's blood glucose level was 77 mg/dl. The customer reverted to manual injections for insulin therapy.